Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture when attached to the pulse generator. On (B)(6) 2014, upon interrogation the lead also exhibited high impedances.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.